Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Event description:
It was reported that"(B)(6) 2025,the patient with a colonic neoplasm underwent laparoscopic resection of the colonic lesion. Post-anesthesia, central venous catheterization was performed. Intra-procedurally, the needle hub was found crack. An immediate replacement of the central venous catheter was implemented, and no adverse consequences to the patient were reported." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2025, the patient with a colonic neoplasm underwent laparoscopic resection of the colonic lesion. Post-anesthesia, central venous catheterization was performed. Intra-procedurally, the needle hub was found crack. An immediate replacement of the central venous catheter was implemented, and no adverse consequences to the patient were reported." There was no medical intervention required. The patient's current condition is reported as "fine".